Event description:
This lead was implanted on (B)(6) 2014 and remains implanted at this time. A call from bsc representative was received on b)(6) 2014 informing this lead exhibited infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).